Manufacturer narrative:
Concomitant medical products: product ID: 694758 lead, implanted: (B)(6) 2009, dtmb1d1 implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. During the rv lead replacement, the left ventricular (lv) lead insulation was damaged. The lv lead was partially removed and replaced. It was also reported three right atrial (ra) leads were attempted and not used due to placement difficulty. It was also noted lumen became difficult for stylet to pass, assumed to be a result of blood in lumen. Another lead was used. No patient complications have been reported as a result of this event.